Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was unable to rewind the insulin pump. Customer reported insulin pump turned off and could not be turned back on even after battery was changed. Insulin pump had failed battery test. Customer used multiple batteries. Customer was able to clear the alarm but could not rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.